Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarm noted during our testing. Unit uploaded properly using carelink. No unexpected errors, unexpected insulin pump shutting down or radio frequency communication anomaly noted during carelink download also, communicated properly with the guardian 2 link with the glucose sensor simulator and the test blood glucose meter. No radio frequency communication anomaly noted. The insulin pump was received with minor scratched display window, damaged and scratched display window cover and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received replace battery now alarms. The customer reported that the replace battery alarm occurred twice. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery was not previously used. The customer stated that there have not been unattended alarms. The customer stated that the battery cap was not missing or damaged. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.